Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a device system revision was completed due to infection and sepsis, about two months post implant. This right atrial (ra) lead was explanted and will not be returned due to infection. No additional adverse patient effects were reported.